Event description:
The patient reported their pdm (personal diabetes manager) experienced a thermal event while charging. The pdm was reported to have internal damage with the appearance of being burned inside of the charging port. Pdm can no longer be charged due to the charging port damage. The patient confirmed using the charging cable provided with the device when charging. No impact to the patient's blood glucose levels was reported. The patient did not require medical attention related to the thermal event. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res # 91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6 *please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.